Manufacturer narrative:
(B)(4).

Event description:
It was reported that this right ventricular (rv) lead exhibited loss of capture due to increased thresholds within a few months after implant. It was noted at implant the thresholds measured 0.4volt at 0.4ms and post implant measures 3.8volt at 2.0ms. Subsequently, a lead revision was performed and thresholds measure 0.6volt at 0.4ms. This rv lead remains in service. No adverse patient effects were reported.